Manufacturer narrative:
The reported event of break was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04294. It was reported one of the leads had high impedances. X-rays indicated the lead was broken. In turn, the lead was explanted and replaced. During the procedure, the second lead was damaged and also replaced. Effective therapy restored.